Manufacturer narrative:
According to the information received from our field service engineer (fse), the ventilator's diss air filter was leaking. There was no patient harm reported. The reported issue has been confirmed during evaluation of received problem description. The root cause of the leakage has not been determined. The diss air filter is located between the compressor and the ventilator. A leaking filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated.

Event description:
It was reported that the diss air filter was leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).